Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6fr sheath prior to a transcatheter aortic aneurysm (taa) interventional procedure. Initial flushing of the first proglide marker lumen prior to use was unsuccessful. Reportedly, the first proglide device was used in the patient and there was no obvious blood flow from marker lumen. A second proglide device was used; however a suture break occurred when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22fr and the taa procedure was completed. Hemostasis was achieved with the successfully pre-placed of two proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.